Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has distal end damaged. Visual inspection revealed that the device has the wire broken at 321cm from the proximal section, the distal section was not returned. Dimensional inspection was done. The overall length could not be measured as the wire was broken. The outer diameter (od) of distal tip could not be measured since the distal section was not returned. The od of middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-08616 it was reported that rotawire tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second diagonal of left anterior descending (lad) artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, ablation was carried out twice at 170,000 rpms for 20 seconds each with rotational speed down to 2, 000 down each. Furthermore, due to severe tortuosity the rotaburr came in contact with the rotawire and the rotawire tip became detached. The physician then removed the detached tip of the device from the patient with snare. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08616. It was reported that rotawire tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second diagonal of left anterior descending (lad) artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, ablation was carried out twice at 170,000 rpms for 20 seconds each with rotational speed down to 2, 000 down each. Furthermore, due to severe tortuosity the rotaburr came in contact with the rotawire and the rotawire tip became detached. The physician then removed the detached tip of the device from the patient with snare. No patient complications were reported and the patient's status is good.